Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a dispensing app not launching, on boot shows blank blue screen asking for password. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dispensing application was not launching, on boot showed blank blue screen and asked for password. A field service engineer (fse) found station stuck at a bios password screen and would not boot up. The fse replaced the hard drive cable to address potential connectivity issues, then rebooted the station to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a dispensing app not launching, on boot shows blank blue screen asking for password. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.